Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient attempting to replace her pod but due to the software update in her smartphone, she says she was unable to replace her current pod, so she went to bed with the old one still on. The patient woke up early the next morning, and attempted to go to the bathroom. She felt very weak and dizzy and fell, breaking her arm in the process. She didn't realized that at the time, but went to her doctor's office because she thought she would need to get the phone application (app) for her controller reset. Before she went to her dr's office she called insulet patient services and was helped with getting her phone app back up and running without having to restart it or delete any information the patient had already given herself 2-3u's with a manual injection, but her bg was still reading high on her dexcom. She took this pod off the afternoon of the break. Later that day her dexcom did start showing reading slightly lower than 400 mg/dl. The patient was monitored at her dr's office that day for a couple hours and was sent her home with no changes. The patient ended up discarded this pod and will not be returning the device. The patient's wrist was still hurt the following day so she went to her primary care dr at the hospital. At the dr's office, inside the hospital according to the patient, she got an x-ray of her arm. She was diagnosed with a fracture in her right forearm. She did leave and come back that afternoon to have it set in a cast. The patient's blood glucose levels reached above 400 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include feeling very weak and dizzy on the day she saw her endocrinologist. The patient clarified the situation on a follow up call from insulet, that they were in fact, not wearing any pod due to the op5 app error that occurred on (B)(6) 2023. They stated they had no way of activating a pod, and went without one overnight. In the middle of the night they got up and due to high glucose levels (over 400 mg d/l) they fainted and broke their arm.

Manufacturer narrative:
The patient called into product support on (B)(6) 2024 and reported their arm fracture associated with falling due to high blood glucose levels was not healing; therefore, they had to have surgery on their arm on (B)(6) 2024.